Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was retracted inside of the sensor base and broken with the broken part still inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition due to the sensors being returned opened and used and without the needle.

Event description:
It was reported that the customer was experiencing issues with the transmitter not blinking when connected to the sensor. The customer's blood glucose was 256 mg/dl. Troubleshooting was done. Advised customer to replaced the sensor. The customer stated that there was no cannula when the sensor was removed. Advised to contact healthcare provider to see if the sensor cannula was possibly in the body. The customer later stated that he had a problem with the serter not releasing the sensor and having to use a knife inside the serter. The customer also stated that the sensor cannula was still in his body. Advised that an x-ray would be able to locate the sensor cannula in the body. Referred customer to their healthcare provider for treatment. Nothing further reported.